Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, of an introducer needle detached from the applicator during insertion of the sensor. The insertion site was at the buttocks. No additional event or patient information is available. The complaint states the patient experienced an introducer needle detached from the applicator during insertion of the sensor. Product was not provided for investigation. However, photographs were provided which confirmed the alleged malfunction. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction to statement "the complaint states the patient experienced an introducer needle detached from the applicator during insertion of the sensor. Product was not provided for investigation. However, photographs were provided which confirmed the alleged malfunction. The root cause could not be determined."

Event description:
The complaint states the patient experienced an introducer needle detached from the applicator during insertion of the sensor. Product was not provided for investigation. However, photographs were provided which did not confirm the alleged malfunction due to the image only showing the sensor wire being detached. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the applicator was fully deployed. The needle and cannula were safely housed inside the applicator body. The customer complaint was not confirmed as there is no visible damage to the applicator. A root cause could not be determined.